Event description:
According to the reporter, the patient's apnea monitor began alarming. The patient's mother investigated and found the patient's tracheostomy tube appeared "bunched up in her stoma". The mother changed to a back-up trach. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.